Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported there was a battery crack and damage to the top of the battery cap; no evidence of moisture ingress was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/25/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings:a battery compartment crack and damaged battery cap were observed during evaluation. Unrelated to the complaint, investigation revealed the display screen was dim and discolored with horizontal lines.